Event description:
Boston scientific crm received information, via a red alert from latitude, that this right ventricular (rv) lead exhibited out of range (oor) pacing impedances. Noise was also noted on the rate/sense and shock channels of the lead while the patient performed isometrics. Shock impedance measurements were stable. Technical services (ts) recommended performing shock impedance measurements with isometrics and pocket manipulation. The field representative (fr) was to perform further investigation. Subsequent information revealed that a red alert from latitude had been generated for another oor rv pacing impedance measurement. An invasive procedure has been scheduled to revise the lead. No adverse patient effects were reported. Subsequent information indicates the lead was explanted. A request for the return of the lead has been made.

Manufacturer narrative:
At this time, no additional information is available. Should additional information become available, this report will be updated.